Event description:
During an ablation procedure, after 5-6 ablations with a navi-star catheter, the patient's blood pressure dropped from 120 to approximately 40. The patient was taken to surgery for a cbpg procedure and was placed on cardiac support. Additional information received indicating the patient expired from congestive heart failure in 12/05.